Manufacturer narrative:
The device was received not deployed. Download data indicates the first prime was completed earlier than expected at pulse 22 and deactivation occurred at pulse 32. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. A rotational sensor malfunction was observed in the download data. The device was reset, connected to a master pdm and delivered a 5u bolus. No timeouts or drive stalls were observed in the rerun data and the rotational sensor malfunction did not replicate. The needle mechanism was reset and was was manually redeployed as intended. The rotational sensor malfunction is confirmed as the cause of the failure of the needle mechanism to deploy because it caused first prime to end earlier than expected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that the needle never deployed the cannula into the skin. The pod worn for less than an hour.